Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a "service required" code was found on the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.